Manufacturer narrative:
It is unknown if the sapien xt (9300tfx) or sapien 3 (9600tfx) valve was implanted, therefore the information to both is being provided. Brand name: edwards sapien xt transcatheter heart valve or edwards sapien 3 transcatheter heart valve; 9300tfx or 9600tfx; 9300tfx (PMA p130009) or 9600tfx (PMA p140031).   Investigation is ongoing. Bibliography:  kamioka, norihiko, john wells, patricia keegan, stamatios lerakis, jose binongo, frank corrigan, jose condado et al. "Predictors and clinical outcomes of next-day discharge after minimalist transfemoral transcatheter aortic valve replacement." Jacc: cardiovascular interventions 11, no. 2 (2018): 107-115.

Event description:
A single study was published in the medical journal article ¿predictors and clinical outcomes of next-day discharge after minimalist transfemoral transcatheter aortic valve replacement¿. This study sought to investigate predictors and safety of next-day discharge after transcatheter aortic valve replacement (tavr).  The study reviewed 663 consecutive patients who underwent elective balloon-expandable tavr from july 2014 to july 2016 due to severe aortic stenosis. From this cohort, the authors selected those patients who underwent tf tavr under conscious sedation and local anesthesia (minimalist approach) with either sapien xt or sapien 3 valve.  They identified 360 patients who met the study¿s inclusion criteria.  The following events were reported among the procedure details and in-hospital outcomes during the study: new pacing device implantation ¿ 10 patients.

Manufacturer narrative:
Additional information: per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. The devices were not returned for evaluation; at the time of this report and based on the article, the devices remain implanted in the patients.  However, there was no allegation or indication a device malfunction contributed to these adverse events.  In this case, additional details of these events are not available, including type of conduction disorder and time of the event; it is possible that they were caused by the mechanism explained in the technical summary mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. The dates of the events are unknown; however, according to the article the study period was from to. For this reason, the first day of the reported study period (01-july 2014) was used as the occurrence date. Related manufacturer report numbers: 2 015691-2018-00586, 2 015691-2018-00587, 2015691-2018-00588, 2 015691-2018-00589.